Manufacturer narrative:
The device was returned to physio-control for evaluation. Physio evaluated the device and verified the reported power failure. Physio determined that the cause of the reported power failure was due to a lack of maintenance. The installed charge-pak assembly, which charges the internal hlc batteries, expired 11/28/2010 and was likely unable to provide an adequate charge.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control has attempted to reach the customer regarding the reported failure but the attempts have been unsuccessful. The customer has not returned the device to physio-control for evaluation. The cause of the reported failure could not be determined.